Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial#(B)(6) implanted: (B)(6) 2023 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative. Device serial numbers and implant dates were provided. It was reported that a revision was performed on (B)(6) 2026. The disconnected the electrode and reconnected it to the stimulator which did not solve the problem. The high impedance results were identical on channels 0-7 and after reconnecting the electrode, also on channel 8-15. The electrodes was therefore very likely to be the source of the fault; however, revision of the electrode was not discussed with the patient which was why another operation was now being planned. As a next step, they would plan a revision surgery where they would explant the percutaneous lead and replace it with a surgical lead. The exact surgery date was open, but would likely be in the next three months. It was noted that this information was confirmed/provided by the physician.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2023. Explanted: (B)(6) 2026 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the revision was on (B)(6) 2026. They replaced the old lead with a surgical lead and connected it to the ins. They would see the patient on (B)(6) and could give feedback about the situation with the new lead.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that a manufacturer representative (rep) contacted technical services (ts). They have an implanted neurostimulator (ins) with a lot of ¿red¿ markings in the impedance test, they wanted to know what the cause could be. Asked to clarify if they really refer to the page in the app since this is relative to the selected reference lead. Asked the rep for the session report with all impedance values. If there are high impedances on a lot of leads, it could indicate an issue with the ins connector block, e.g. Lead not properly fastened. All impedances are high, some 40.000 ohms but only 0 - 1 was fine. Hard to tell if this is lead damage, a problem with the tissue around the lead or an issue with the ins connector. If they plan surgical revision, they should plan for a lead replacement just to be sure. The hcp involved wants to plan the surgery accordingly since the pt would need to be sent to another hospital if the lead needs to be replaced. The submitted report shows, that basically all impedances are above 20.000 ohms, some even on 40.000 ohms. Only between 0 and 1 is a normal impedance. However, there is no clear pattern visible that would indicate a certain failure. The issue has not been resolved.

Manufacturer narrative:
G2. Foreign: switzerland. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.